Event description:
It was reported that the pt's elective replacement indicator (eri) had alarmed on the pump. The pt did not have any symptoms. The device was replaced. The medication being delivered via the device system was not reported.

Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.